Event description:
The customer reported that their (B) (4) display panel for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events.